Event description:
Complainant alleged that during a trial of the device, for potential sales purposes, the ep clinicians were attempting to monitor a pt (age unknown), in preparation of pacing the pt, using stat pads multi-function electrodes with the device. The clinicians were unable to obtain the pt's ECG, and only a dotted line appeared on the device screen. The clinicians then administered atropine to the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that both the electrodes and packaging were inadvertently discarded subsequent to the event. The complainant was unable to supply the lot number of the used electrodes.